Event description:
It was reported that there was a balloon rupture. The procedure was being performed with a 10mm x 3.50mm wolverine balloon catheter in the severely calcified and moderately tortuous lesion in the proximal right coronary artery. Pre-dilation was performed with this device. However, the balloon ruptured at 10 atmospheres during the second dilation for 5 seconds, and the device could not be used. The procedure was completed with a different device successfully and there were no patient issues.

Event description:
It was reported that there was a balloon rupture. The procedure was being performed with a 10mm x 3.50mm wolverine balloon catheter in the severely calcified and moderately tortuous lesion in the proximal right coronary artery. Pre-dilation was performed with this device. However, the balloon ruptured at 10 atmospheres during the second dilation for 5 seconds, and the device could not be used. The procedure was completed with a different device successfully and there were no patient issues. The device was returned for analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified that the hypotube was kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the shaft of the device that may have potentially contributed to the complaint incident. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation is assigned the most probable root cause classification of adverse event related to patient condition.